Manufacturer narrative:
The impella pump and data logs were returned from japan for analysis. Since the original report was filed, the investigation has completed. The data logs revealed suction alarms that coincided with the noted low patient volume and atrial fibrillation. The pump was analyzed and was found to have biomaterial attached that could have contributed to the observed signs of hemolysis. The biomaterial was removed and the pump was run. When the pump was run in benchtop testing the pump passed abiomed internal hemolysis testing. The observed signs of hemolysis were treated with blood product infusion, however the root cause could not be determined. Patient condition could not be ruled out. The failure mode will be monitored and trended.

Manufacturer narrative:
The complainant in (B)(6) has returned product and the investigation is on-going at this time. Upon completion, a final medwatch will be drafted and submitted.

Event description:
The team in (B)(6) placed an impella 2.5 in a critical patient with an aortic dissection and an inability to come off of bypass in the operating suite. The pump supported the patient for five days. During the support the patient had signs of hemolysis. The hemolysis was treated with dialysis and blood product infusion.